Event description:
The lay user/patient contacted lifescan alleging the meter displays a '%' sign on the upper left hand of the screen which is also visible when the meter is off. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
The 510 (k) # is k073231.